Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nervie stimulation, a suspected insulation anomaly is suggested. The lead was programmed off and remained implanted. The patient is doing fine.